Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was alarming during the priming process, having to rewind and reprogram the insulin pump. The customer also reported that the unit was squirting the insulin out during the manual prime and the device was stuck in the rewind/delivery loop. The customer stated that the insulin pump may be under delivering because the numbers stop and it goes to rewind. The blood glucose reading was 436 mg/dl. No further information was reported.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.